Event description:
Event description cpi received information that a patient with a mini implantable cardioverter defibrillator (ICD) received an inappropriate shock. The physician was not able to reproduce the oversensing. The physician noted that the patient has two transvenous defibrillation leads implanted but the leads are about 4 centimeters apart on x-ray. The physician has elected to monitor the patient.